Manufacturer narrative:
A ge service representative performed an on site investigation. The table generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system had a fatal system error then rebooted. The system produced uncommanded x-rays during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.